Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient informed them that the stimulator was not working. When asked to clarify, they stated that they think the patient said the battery was not working, not functional, and needs to be replaced soon. There were no patient complications reported as a result of this event.